Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when removing the ivus catheter from the patient's body, resistance was encountered as if it was caught. The physician was able to remove it, but the tip was damaged. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when removing the ivus catheter from the patient's body, resistance was encountered as if it was caught. The physician was able to remove it, but the tip was damaged. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that no issues were found, and the device appears to be in good condition. Microscopic inspection revealed that the guidewire exit port was damaged and the distal section of the tip were in good condition. Functional test of guidewire (upn m001468060-batch 33466173) was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The mdu (bsc0075811) and ilab system (bscyl141501) were used to perform a functional inspection of the device. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. Media inspection, a photo attached to the parent record shows evidence of the reported tip damaged/defective issue.